Event description:
It was reported that the patient was admitted to the hospitals due to low flows and low flow alarms. After having various examination data checked, it was noted to be due to dehydration. The ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. Product event summary: the ventricular assist device (vad) was not returned for evaluation. The reported low flow event was confirmed via review of the available autologs report which revealed a decrease in power consumption and estimated flows starting 10/jul/2021 and 89 low flow alarms logged since (B)(6) 2021. Information received from the site indicated that the patient was dehydrated. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to poor vad filling, thrombus at the inflow cannula/outflow graft, and/or constriction at the outflow graft. Possible clinical factors that may have contributed to this event include the reported dehydration of the patient, the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.